Event description:
It was reported that the patient experienced an undesirable change in stimulation sensation on (B)(6), 2009. The patient experienced right thigh stimulation from the device when sitting in a chair at work. Simulation was intermittent, and radiated from the perianal area. Additional information received reported that the patient was reprogrammed, and did not complain of the event hat her next visit on (B)(6), 2011. It was later reported that the patient¿s device migrated. The patient's battery and extension were replaced, and reseated to deeper in the pocket. It was noted that there was normal battery depletion. Patient outcome was not provided.

Manufacturer narrative:
Analysis of the neurostimulator model 3023 (B)(4) found no anomaly. The ins functioned properly during a long-term monitor test. Analysis of the extension model 3095-10 (B)(4) found no anomaly.

Manufacturer narrative:
Lead model 3889-28 lot# v000828 implanted: (B)(6) 2006 explanted: na, extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2012, programmer model 3031a serial# (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient's device was very superficial, was protruding out, and could get caught on chair backs or clothing, leading to the previously reported explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.